Event description:
It was reported that during the implant procedure, high hv impedance was observed. The lead was repositioned, and then replaced after the same high measurements were noted. When the ICD was replaced, normal impedance measurements were observed. The patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported high hv lead impedance was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the high hv lead impedance could not be determined.